Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set customer stated that the white part was cut and broken. The following information was provided by the initial reporter. The customer stated: "impossible to remove the tip to adapt a syringe. We had to do it with a clamp, failure and the white part was cut and broken clinical consequences: impossible to take the whole blood test while we had an increased reflux of blood and we had to remove the catheter to re-inject the child a 4th time."

Manufacturer narrative:
H.6 investigation summary "material #: 367392 lot/batch #: 2185095 bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for unable to remove luer with the incident lot was not observed. Additionally, 32 retention samples from bd inventory were evaluated by functional testing, each having their luer removed, and no issues were observed relating to unable to remove luer as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode unable to remove luer. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set customer stated that the white part was cut and broken. The following information was provided by the initial reporter. The customer stated: "impossible to remove the tip to adapt a syringe. We had to do it with a clamp, failure and the white part was cut and broken clinical consequences: impossible to take the whole blood test while we had an increased reflux of blood and we had to remove the catheter to re-inject the child a 4th time"